Event description:
"Pump replacement after surgical exploration due to nonfunctioning pump." The pt was having moderate withdrawal symptoms and increased pain. Pump rate increased. X-ray showed "what appears to be continuity of the catheter and a correct intrathecal position." Direct visual observation of the pump during a bolus programming "did not reveal drug leaving the pump, hence it was felt that the pump was malfunctioning." The pump was replaced and sent to the MFR for analysis. A follow up report will be sent when add'l info is received.